Event description:
It was reported that the lead had high thresholds and poor sensing. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the distal segment of the lead was returned, analyzed and the inner insulation was breached and had metal induced oxidation. It was noted that the distal conductor was stretched, there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the inner insulation had cosmetic metal inducted oxidation, the outer insulation had cosmetic metal induced oxidation and the outer insulation had cosmetic environmental stress cracking.